Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician used a euphora device to treat a lesion with little tortuosity and 80% stenosis at the right coronary artery. It was reported that the device was being used to fully deploy a deployed stent and it was reported that the distal section of the euphora device failed to deflate at the lesion site. Difficulty was encountered when removing the balloon following attempts at balloon inflation. Device was pulled out simultaneously with the guide catheter and was able to "pop" balloon against guide tip in the aorta. Device was removed from packaging, prepped and inspected prior to use with no issues noted. No difficulties noted when removing the protective sheath / packaging stylette from the device. No resistance was noted or excessive force used when advancing the device to the lesion or during inflation of the device. Sufficient time was given for the balloon to deflate prior to removal. No damage noted to the guidewire on removal from the patient. No patient injury or other clinical sequelae reported for this event.

Manufacturer narrative:
Additional information: target lesion was a very large rca proximal lesion with no calcification. No problems were detected at all prior to use or during use getting to the lesion. During attempted inflation only half the balloon would inflate. The distal end near the tip of the catheter would not inflate and then the proximal end that did inflate would not deflate. The tip of the guide was used to break the balloon in order to remove it.